Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the recharger was not charging. The connector pin may be bent or broken. It was later reported that a power on reset (por) occurred. The pt was compliant with recharging and the source of the por was unk. Add'l info has been requested.